Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse contacted the customer by phone and confirmed the reported complaint. The customer stated the instrument was giving an error that a tip was still attached after it had already detached. The fse instructed the customer to clean the nozzle with an alcohol swab to remove any serum that may be causing the error to occur. The customer ran quality control (qc) and patient samples with results within acceptable range and no error recurring. The fse followed up with the customer the following day and the customer confirmed the aia-2000 analyzer was running with no errors. No further action required by field service. The aia-2000 analyzer is operating as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through the aware date. There were two similar complaints identified during the search period, including this case. The aia-2000 operator's manual under appendix 4: error messages states the following: 2061] tip detachment failure by main arm cause : a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause was due to biological contamination of the nozzle, cause traced to maintenance.

Event description:
A customer reported 2061 tip attach error on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to check the tip drawer for obstructions and none were found. The customer didn't identify any other abnormalities. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.